Manufacturer narrative:
Eval: results: the returned product did not communicate with a lab ppg. As rec'd the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported the system ipg was explanted and replaced with a new ipg as the pt had not charged the ipg in the past several months. Both the charger and programmer had lost communication with the ipg. The pt reported good coverage post-operative. No further pt complications were reported.